Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ureteric perforation ("she underwent da vinci hysterectomy and during the procedure she injured the left ureter/ there is significant opacified urine into the peritoneal cavity predominantly left-sided indicating left ureteral perforation in the pelvis.") And genital haemorrhage ("bleeding") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2005 to 2006. Concurrent conditions included uterine fibroid, hematuria, pelvic mass, ureteral injury and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: stronger mood swings"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain before, during and after period"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("infection (bladder/ nary tract/vaginal)"), urinary tract infection ("infection (bladder/ nary tract/vaginal)") and vaginal infection ("infection (bladder/ nary tract/vaginal)"). In (B)(6) 2012, the patient experienced hypersensitivity ("rashes or skin conditions"). In (B)(6) 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin rashes"). On (B)(6) 2017, the patient experienced uterine injury ("physician injured the uterer during hysterectomy surgery"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced ureteric perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), abdominal pain ("abdomen pain") and premenstrual syndrome ("pms"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ureteric perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, mood swings, cystitis, urinary tract infection, vaginal infection, hypersensitivity, back pain, uterine injury, abdominal pain and premenstrual syndrome outcome was unknown and the genital haemorrhage, dermatitis allergic, dyspareunia, dyspepsia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, pelvic pain, premenstrual syndrome, ureteric perforation, urinary tract disorder, urinary tract infection, uterine injury, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per previous fu: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: evidence of left ureteral injury with perforation as described. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, bleeding, abdominal pain most recent follow-up information incorporated above includes: on 7-may-2019: medical record was received. Event added from medical record- she underwent da vinci hysterectomy and during the procedure she injured the left ureter. Reporter information, medical history, lab data was added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and ureteric injury ('physician injuired the uterer during hysterectomy surgery') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection and rash. Previously administered products included for an unreported indication: mirena from 2005 to 2006. Concurrent conditions included uterine fibroid, hematuria, pelvic mass, ureteral injury, nickel sensitivity and body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: stronger mood swings"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain before, during and after period") and abdominal pain lower ("pain cramping"). In 2012, the patient experienced cystitis ("infection (bladder/ nary tract/vaginal)"), urinary tract infection ("infection (bladder/ nary tract/vaginal)") and vaginal infection ("infection (bladder/ nary tract/vaginal)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and hypersensitivity ("rashes or skin conditions"). In (B)(6) 2012, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: heartburn"). In (B)(6) 2012, the patient experienced dermatitis allergic ("skin rashes"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2017, the patient experienced ureteric injury (seriousness criterion medically significant), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain") and premenstrual syndrome ("pms"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ureteric injury, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, mood swings, cystitis, urinary tract infection, vaginal infection, hypersensitivity, back pain, abdominal pain, premenstrual syndrome and abdominal pain lower outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dermatitis allergic, dyspareunia, dyspepsia and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, pelvic pain, premenstrual syndrome, ureteric injury, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per previous fu: (B)(6) 2011. Current weight 117 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: evidence of left ureteral injury with perforation as described. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, bleeding, abdominal pain. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received: event abdominal pain lower was newly added. Event outcome of vaginal hemorrhage and menorrhagia were updated. Patient demographics added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2005 to 2006. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: stronger mood swings"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain before, during and after period"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("infection (bladder/ nary tract/vaginal)"), urinary tract infection ("infection (bladder/ nary tract/vaginal)") and vaginal infection ("infection (bladder/ nary tract/vaginal)"). In (B)(6) 2012, the patient experienced hypersensitivity ("rashes or skin conditions"). In (B)(6) 2012, the patient experienced rash ("allergic or hypersensitivity reaction type: skin rashes"). On (B)(6) 2017, the patient experienced uterine injury ("physician injured the utterer during hysterectomy surgery"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), abdominal pain ("abdomen pain") and premenstrual syndrome ("pms"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, mood swings, cystitis, urinary tract infection, vaginal infection, hypersensitivity, back pain, uterine injury, abdominal pain and premenstrual syndrome outcome was unknown and the genital haemorrhage, rash, dyspareunia, dyspepsia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, pelvic pain, premenstrual syndrome, rash, urinary tract disorder, urinary tract infection, uterine injury, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per previous fu: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-may-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: skin rashes, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: heartburn, hormonal changes describe: pms, stronger mood swings, infection (bladder/ nary tract/vaginal), pain, rashes or skin conditions, vaginal discharge, other injury(ies) or complication please describe: injured ureter during hysterectomy, lower back pain before, during and after period, abdomen pain, bleeding. Event outcome was updated for the events: rashes, bleeding, vaginal discharge, dyspareunia (painful sexual intercourse), heartburn. Lab data was added. Historical drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.